Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an upgrade, a competitors lead was not able to be fully inserted into the sjm header. An sjm lead was used instead and a secure connection could be made, but the physician did not feel the pin was fully inserted. The lead remains implanted.